Event description:
A piece of the biopsy valve broke off and went into the pt's lung. It was suctioned out during the procedure. The MFR was aware of the problem. The rptr was told by the MFR that the valve, which is not disposable, is no longer available; it has been replaced by a single pt use valve.